Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead impedance warning for high/undefined pacing impedance. It was noted that the pacing impedance had been slowly rising over the last 6 months. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.